Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room due to diabetic ketoacidosis. Blood glucose level was 500 mg/dl. No further details were provided. No troubleshooting was provided. The insulin pump will not return for analysis. It was not stated if the auto mode feature was in use.